Event description:
A consumer implanted for post-lumbar laminectomy syndrome and spinal pain reported seeing the poor communication screen on the patient programmer (pp) and being unable to communicate or recharge using the recharger. The consumer stated it had been quite a while since they last felt stimulation but didn't remember exactly when they last felt it. It was unknown when the consumer last recharged because they were busy moving and forgot about charging. When the consumer was asked when they first noticed the issue of not being able to connect with the implantable neurostimulator (ins) they stated yesterday, but then stated they hadn't been able to charge for a while.

Event description:
Additional information received from the consumer reported the steps taken to resolve the issue was "they told me how to do it and it worked." Following this the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.